Event description:
The customer called and reported she experienced low blood glucose around 50 mg/dl since having the insulin pump. Customer stated she would treat with glucose tablets or soda. At the time of the report, customer's blood glucose was 70 mg/dl and she had treated with juice. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. It was round the reservoir was showing more insulin than was on the status screen. Settings were correct. Customer was advised to monitor the insulin pump and call back if issues persist as well as discuss low blood glucose with doctor. Customer was provided assistance with setting up easy bolus feature that was formerly not on.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.